Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2016-00541. Follow-up identified the patient underwent surgery on (B)(6) 2016 during which both leads were explanted and replaced. Stimulation was restored following the procedure.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2016-00541. It was reported the patient experienced ineffective stimulation. Reprogramming was attempted; however, only partial stimulation was restored. X-rays indicated the leads had migrated. The patient stated having fallen a few weeks ago. Surgical intervention is planned to address the issue.